Manufacturer narrative:
The investigation into the reported "pump stop" has been completed. Product was returned for investigation. The device was visually inspected and found a cannula kink and also, biomaterial was found in the purge gap. There were no other abnormalities found. As per clinical investigation, the patient had an impella cp support ongoing for six days when the pump stopped. The stopped pump was due to an underlying coagulopathy and clot formation of unknown cause/etiology. The pump was explanted and not replaced, as the patient was stable with ECMO alone. The investigation determined that the root cause of the pump stop issue was biomaterial found on the outlet. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 47-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp support ongoing for six days when the pump stopped. The stopped pump was due to an underlying coagulopathy and clot formation of unknown cause/etiology. The pump was explanted and not replaced, as the patient was stable with ECMO alone.